Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that when opening a new box of gst60b, it was discovered the box contained all gst60g. Box was removed from stock and given to rep. No patient consequence reported.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the box from a gst60b was returned for analysis. Upon visual inspection of the box, twelve devices from a gst60g were found inside(lot: p4t18p batch: p57r1y). Upon investigation of the packaging records, it was determined that the most probable cause was that this issue was caused externally after distribution of the product from the company logistics center. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Manufacturer narrative:
(B)(4). Device available for evaluation: device received.